Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that he did a meter to hcp meter comparison. The reading on his meter was 278mg/dl and his doctor's meter(type unk) reading was 178mg/dl the tests were 30 minutes apart. He did not have any symptoms. On follow-up he stated that he has cancer and other health issues and has not been able to control his blood sugar. He is not on insulin or oral medication at this time. The lifescan rep discussed "sov's" and reviewed testing procedures with the reporter.